Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two systems. It was reported the newer implanted ipg from (B)(6) 2015 encountered difficulty communicating with chargers. The patient was educated on charging frequency to address the issue. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the original ipg pocket was relocated. Reportedly, the ipg was tested in the new pocket to no avail. Furthermore, the ipg was tested out of the pocket with no incident. During the same case, the physician opted to explant and replace the ipg with a non-rechargeable device. Postoperatively, effective communication was restored. The issue is resolved.